Event description:
It was reported that the lead was noted to be damaged when removed from its packaging. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.